Event description:
The clinician reported that one month after the dental implant was placed, in ada site #7 of the patient¿s mouth, non-osseointegration was observed. Peri-implantitis, infection, immediate extraction site were involved in this event. The patient also presented with mobility, inflammation as well as abcess at the time of implant failure. The patient smokes and also has a history of compromised immunity. The device will be forwarded to the manufacturer for investigation. There were no reported "patie"

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that one month after the dental implant was placed, in ada site #7 of the patient¿s mouth, non-osseointegration was observed. Peri-implantitis, infection, immediate extraction site were involved in this event. The patient also presented with mobility, inflammation as well as abcess at the time of implant failure. The patient smokes and also has a history of compromised immunity. The device will be forwarded to the manufacturer for investigation. There were no reported patie